Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that in 2008, the pt had primary surgery to remove the intercerebral hematoma. Strkyer's plate and screws and cement (simplex) was used to close the cranium. (The cement was applied to the incision dimension of the cranium). Before surgery, the surgeon had not confirmed whether or not the pt was allergic to metal. One month post-op, pt developed (pruritic) edematous area on part of his/her face and head. The surgeon performed an allergy patch test and found that the pt was allergic to metal. It is unk which metal they are allergic to. (In another country, the use of cement to cranium is not indication of the cement (simplex). It is unk whether the surgeon was aware of this.